Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the hcp clinic closed and one of their patient's had their pump go empty because they don¿t have a managing physician. No further complications were anticipated/reported.